Event description:
It was reported that during warm up of xps console, while the patient was sedated, ¿error codes 652, 302.11 and 202.11¿ were noted. The case was completed with an alternate procedure ¿turp.¿ patient outcome: no injury to the patient reported.

Manufacturer narrative:
Service repair in the field was performed on (B)(6) 2016. The replaced chiller s/n (B)(4) was received at the manufacturer on december 05, 2016. The returned chiller was sent to the supplier.

Manufacturer narrative:
Service repair in the field was performed on august 09, 2016. The replaced chiller s/n (B)(4) was received at the manufacturer on december 05, 2016 and was sent to the supplier. Product evaluation: the chiller was returned the manufacturer from the supplier on april 20, 2017: supplier evaluation results: chiller starts right up without error; no leaks were observed; filters are spent and not date coded. The chiller was retested in house on may 09, 2017 with no anomalies noted. The was returned to stock may 12, 2017. Probable root cause: based on the supplier¿s analysis results, the probable root cause could not be determined as there was no failure noted by the supplier.

Manufacturer narrative:
System analysis/service repair on august 09, 2016: the reported issue of "error 652, 302.11, 202.11" were confirmed during testing of the console. It was noted that the chiller was found inoperable. The chiller was replaced. The system was tested and passed the functional test per manual.

Manufacturer narrative:
Service repair in the field was performed on august 09, 2016. The replaced chiller s/n (B)(4) was received at the manufacturer on december 05, 2016.